Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced rash papular ("rashes bumps on stomach and thighs") and tooth fracture ("teeth have become brittle and break"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain") and toothache ("dental pain"). The patient was treated with surgery (consent obtained for total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, medical device discomfort, back pain and abdominal pain had not resolved and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, toothache, rash papular and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, migraine, pelvic pain, rash papular, tooth fracture, toothache and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Total bilateral occlusion. The tubes were blocked.. Lot number:b27984 manufacturing date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced rash papular ("rashes bumps on stomach and thighs") and tooth fracture ("teeth have become brittle and break"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain") and toothache ("dental pain"). The patient was treated with surgery (consent obtained for total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, medical device discomfort, back pain and abdominal pain had not resolved and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, toothache, rash papular and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, migraine, pelvic pain, rash papular, tooth fracture, toothache and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Total bilateral occlusion. The tubes were blocked. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced rash papular ("rashes bumps on stomach and thighs") and tooth fracture ("teeth have become brittle and break"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain") and toothache ("dental pain"). The patient was treated with surgery (consent obtained for total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, medical device discomfort, back pain and abdominal pain had not resolved and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, toothache, rash papular and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, migraine, pelvic pain, rash papular, tooth fracture, toothache and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Total bilateral occlusion. The tubes were blocked.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced rash papular ("rashes bumps on stomach and thighs") and tooth fracture ("teeth have become brittle and break"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain") and toothache ("dental pain"). The patient was treated with surgery (consent obtained for total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, medical device discomfort, back pain and abdominal pain had not resolved and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, toothache, rash papular and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, migraine, pelvic pain, rash papular, tooth fracture, toothache and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Total bilateral occlusion. The tubes were blocked.. Lot number:b27984. Manufacturing date: 2013-04. Expiration date: 2016-04 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. B27984) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high risk pregnancy and abnormal uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced rash papular ("rashes bumps on stomach and thighs") and tooth fracture ("teeth have become brittle and break"). On an unknown date, the patient experienced medical device discomfort ("discomfort"), abdominal pain ("abdominal pain") and toothache ("dental pain"). The patient was treated with surgery (consent obtained for total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the pelvic pain, medical device discomfort, back pain and abdominal pain had not resolved and the migraine, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, toothache, rash papular and tooth fracture outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, medical device discomfort, migraine, pelvic pain, rash papular, tooth fracture, toothache and vaginal discharge to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils were properly placed. Total bilateral occlusion. The tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case became serious incident. Reporters, medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.